Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not present) upon powering up. The crew replaced the lifeband and cleared the ua12 advisory message. But upon powering up, the autopulse platform displayed ua07 (discrepancy between load 1 and load 2 too large), which persisted. Per the customer, the incident occurred on the scene of the call prior to patient transport. The crew switched to manual CPR. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed ua07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 advisory message was due to the failed load cell #2, likely attributed to failed component(s), or mishandling such as a drop. The reported complaint that "the autopulse platform (sn 36616) displayed user advisory (ua) 12 (lifeband not present) upon powering up" was not confirmed during archive data review or functional testing. There were no ua12 recorded in the platform's archive. Also, throughout all functional tests at zoll, ua12 never occurred. It is likely that the customer incorrectly remembered the specific advisory code which was displayed on the platform lcd. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test revealed that load cell # 2 values were over-reporting, which caused the ua07 advisory messages. The failed load cell #2 was replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).